Event description:
The customer reported a scope communication error (e238) displayed during inspection for use of an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.